Event description:
It was intended to use an integrity rx bare metal stent to treat a completely occluded and tortuous lesion in the rca. A 3.5x30mm integrity bare metal stent was initially implanted in the distal portion of the lesion without any difficulty. It was reported that on attempting to deliver the 4.0x30 mm integrity stent to the middle of the lesion, resistance was encountered during delivery and damage to the stent was observed. The stent did not reach the target lesion and the device was withdrawn from the patient. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results/conclusion: patient¿s condition affected effectiveness of device (completely occluded and tortuous lesion), no results available since no evaluation was performed (device evaluation in progress). (B)(4).

Manufacturer narrative:
Evaluation, results: deformation problem (stent, catheter). (B)(4).

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The first five proximal stent segments were raised and deformed. The first distal segment was flared. Numerous other segments were misaligned. The transition shaft was visibly stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.